Manufacturer narrative:
Batch review performed on 04 august 2020: lot 1908578: (B)(4) items manufactured and released on 10-mar-2020. Expiration date: 2025-02-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by clinical affairs manager: few weeks after cementless total hip arthroplasty, the patient reported pain due to a femoral fracture. During rehabilitation period, a sudden movement on a weakened bone due to normal femoral preparation may favour the occurrence of early fracture. There is no reason to suspect a faulty device.

Event description:
The patient came in reporting pain due to a fractured femur. The cause of the fracture is unknown. The surgeon cabled the fracture and revised the head, stem and liner. The surgery was completed successfully.